Event description:
This is paraffin bath for dipping hands and feet for arthritis therapy. There is no buffer inside between metal that heats paraffin and area you are to put hands and feet. (Small grid you throw in bottom but provides no help for feet). As a result, feet especially touch burning hot side metal. There is no way around this. I did not sustain serious burn but anyone using device could easily. (B)(4). Retailer: (B)(6). Purchase date: (B)(6) 2019. The product was not damaged before the incident. The product was not modified before the incident. I have contacted for a refund. (B)(4).